Event description:
A procedure was done to stent a narrowed right sfa (superficial femoral artery). A filter wire (embolic protection device) was placed. During the course of the procedure, the distal piece of filter wire broke off. Attempts were made to retrieve it. The physician decided to leave it in, putting it between the stent being placed and the wall of the vessel, where it would do no harm to the patient.